Event description:
It was reported the patient (B)(6) lost stimulation suddenly. System diagnostics revealed high lead impedances. The patient's physician did intra-operative testing of the lead during revision surgery on (B)(6) 2015 which revealed impedances to be invalid as the lead was broken. The lead was then explanted and replaced. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.